Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: canada. Multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-00450-1. This medwatch is being filed to relay additional information. Review of the most recent repair record determined the device passed the test cut; however, there was wear on the bottom roll and gear. The bottom roll and gear were replaced and the ratchet was lubricated to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Event description:
It was reported that during the surgery the mesher ratchet did not ratchet properly. An additional skin graft was required from the patient. There was a 5 minute delay in procedure. Due diligence is complete and no additional information is available. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-00450. Once the investigation is complete, a follow up/final report will be submitted.